Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During analysis, customer care found the user has an t-slim insulin pump that is using eversense with an automatic insulin delivery (aid) that is not twiist, with differences that could not initially be explained by lag. The case was escalated, where support determined that the system was working as intended. The differences that were observed were due to either early wear or lag. The user should see continued improved accuracy over the next couple of weeks. The user was advised to continue using the system. The user was satisfied with the resolution, and dms review user confirmed that the user is using the system with information up to date.

Event description:
On february 16, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.